Manufacturer narrative:
B3: event date is approximate. Month and year of the event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that they were having issue recharging the ins. Patient stated that connecting the recharger to the ins takes time and the ins battery will stop charging after 50%. Patient confirmed no swelling and bandages over the implanted site. Agent had patient reset the recharger and walked patient through accessing the recharger app. Agent reviewed recharger functions and best practices. Patient was able to connect the recharger and confirmed the ins at 30% recharging in excellent. Agent had patient monitor and call back if the issue persists. Pt reported that the ins battery was depleting fast. Patient stated that they recharged the ins last night and it got depleted in the morning. Agent reviewed the information. Agent redirected the patient to hcp for further assistance. Patient called back and stated that they are having few issues and after their discussion with a manufacturer representative (rep) yesterday and today, they were told to request for device replacement. Patient stated that when recharging the ins they can get it to connect and it make 2 beeping sound they it will disconnect right away. Patient was not using a belt when recharging, they are holding the recharger over their implant. Agent had the patient start recharging and confirmed recharger was beeping but patient said they have service code 336 (neurostimulator battery empty). Agent had the patient moved to recharger application. Patient placed the recharger over the implant and they the charging went to good then it will beep again and stopped charging. When asked if they ever did use the belt when recharging. Patient said they used it on the 21st when they set it up and it charged. Patient made a comment that since monday the device has been giving them problems. Agent had the patient used the belt when recharging. Patient had the belt on and still holding the recharger, they managed to get to good connection then it went to excellent connection but implant battery was in red. Agent will call back to verify if charge has incremented. Agent called back and patient confirmed ins charged is now at 50%. Patient will wait to fully charged before turning on the therapy. Patient called back and repeated previously documented information about ins battery charge frequency; needed to charge ins every day. Patient said they spoke with their rep, who told them to call for replacement equipment. Agent reviewed that none of the external components will effect the battery depletion rate of the ins, and changes would need to be made to programming or frequency of use of therapy if they wanted to extend their charge frequency. Patient said they always have the ins on and the program was only set to 2.7 which they didn't think seemed very high, and they were initially told to expect to charge the ins maybe every 3rd day. Patient wondered if charging every day was normal. Agent reviewed the programming and charge frequency will vary greatly from patient to patient and redirected them to speak with the rep about possibly reprogramming. Patient has an appointment coming up on tuesday and will discuss further with the rep. No symptoms were reported.